Event description:
It was reported by service report that a bolt is missing from the load wheel. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel screw.